Manufacturer narrative:
The reported event of device deformity upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 17mm amplatzer septal occluder was selected for implant. Upon deployment a cobra deformation was noted. The device was removed from the patient and exchanged with a 18mm amplatzer septal occluder. The new device was successfully implanted. The patient was reported to be in stable condition.